Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09oct2018. The product support engineer (pse) troubleshot the issue with the customer over the phone and therefore, the reported condition cannot be verified. The customer was advised to monitor the ventilator and check for power supply output and replace the power management (pm) printed circuit board (pcb) or power supply if found bad.

Event description:
The customer reported that the ventilator was alarming and switches to battery operation when plugged to alternating current (ac). The ventilator was not in use on a patient at the time of the event occurred. The event date was not specified; estimate used.